Manufacturer narrative:
A ge service rep performed on onsite investigation. The service rep replaced the camera and the video controller printed circuit board and the backplane as well as reseated the connector at the incoming power. The system was tested and found to be working as intended and put back in service.

Event description:
The customer reported that the system would not display a live image and the hand control would not work properly. No pt injury was reported.